Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to seeing black particles in the filter and mask. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged seeing black particles. There was no report of patient harm or injury. The device was returned to an authorized service center for evaluation. The device was visually inspected. During the evaluation the service center found dust/dirt inside the device and failed decontamination test. The service center also found the device passed evaluation test and did not find any contamination or particles. The service center concludes the device not needed for internal stock and the device was scrapped as per customer's request.